Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, there were constant c-34 errors on the vio integrated electrosurgical generator unit (iesu) when coagulating with a monopolar curved scissors (mcs) instrument. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked logs, but no relevant errors were found. The customer already restarted the iesu, tried a different cautery cable, and tried a different mcs instrument, and there was no external hf source nearby. At this time it is unknown if the customer continued the procedure with the existing generator or if they used a different one to complete the procedure. Isi followed up with the customer and obtained the following additional information: in the event with the iesu device installed on the da vinci tower, the case was closed. The iesu was completely replaced and checked by a technician. The defective unit was taken away by him.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) has been returned and evaluated by the failure analysis (fa) team. The iesu fa was placed on an in-house system and was run in normal mode. The reported c-34 failure was confirmed and replicated.

Event description:
Refer to h10/h11 for follow-up information.